Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: no further measures were taken. No further information was provided. After several attempts to receive information, no update to the event. No rootcause could therefore established.

Event description:
The following was reported to hamilton medical ag: summary: the ventilator rebooted during ventilation. The customer was not able to say how long and if it was only the ip (fsn hmi). The display was frozen after reboot.

Event description:
The following was reported to hamilton medical ag: summary: the ventilator rebooted during ventilation. The customer was not able to say how long and if it was only the ip (fsn hmi). The display was frozen after reboot.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.